Event description:
It was reported that pump displayed malfunction code malf 24 that could not be reset, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily insulin injections as backup therapy, and technical support arranged shipment of new replacement pump.